Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the pump black box revealed continual pump reboots followed by cs 54 alarms. The power rebooting was duplicated using the returned battery cap. The pump was run on a 24 hour basal program using a test cap with no intermittent power/reboot or alarms occurring. The pump was opened to inspect the power circuit and there were no defects found. There was no moisture found internally. The battery compartment was observed to be cracked on the side from the threads traveling down towards the case seal. The returned battery cap was observed to be damaged with stripped threads and it was unable to attach to the pump. The battery cap contacts were within specifications. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was having an intermittent power issue. The reporter indicated that the pump battery compartment was cracked and the battery cap&#38112;yellow o-ring was visible at the time of the power issue but indicated that the pump battery cap was secured to the pump appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.